Event description:
It was reported that error code (B)(4) was experienced.

Manufacturer narrative:
Other, other text: b5: additional information received by smiths medical/ICU on 23-may-2022 via email and attached to complaint object: the event did not occur during use with a patient. Found during testing. H6: event problem and evaluation codes: updated

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection confirmed that the device tamper seal and physical condition was all intact upon receipt. Error code was found in the ehl (event history log). The customer reported problem was duplicated during the investigation. Root cause of the reported event is unknown, but it resulted in the motor not working properly. The error code was cleared, and the inoperable motor was replaced. The returned product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review is not required., corrected data: d4: correction: catalog number: 21-2120-0104-01, d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown.